Event description:
Patient presented to the physician with a hematoma at the chest incision on (B)(6) 2023. Physician prescribed antibiotics. Patient presented back to the physician on (B)(6) 2023 with pain at the chest incision. Physician brought the patient into the or and evacuated the hematoma and observed infection at the site. Physician prescribed additional antibiotics after the procedure. Physician brought the patient back into the or (B)(6) 2023 and removed the entire inspire system. Physician kept patient overnight for observation.